Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedances measurements, measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed device data and found there was noise that was being oversensed that occurred prior to the lss. Additionally, it was noted the patient had a seizure however, there was nothing record on the device. The plan is to re-program the device. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead found the helix mechanism was extended with dried body fluid around the helix housing. A fractured outer coil conductor was observed at approximately 240mm from the terminal end. Analysis noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedances measurements, measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed device data and found there was noise that was being oversensed that occurred prior to the lss. Additionally, it was noted the patient had a seizure however, there was nothing record on the device. The plan is to re-program the device. At this time, the system remains in service. No adverse patient effects were reported.